Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the catheter broke when inserting a bd insyte ¿ IV catheter winged under the skin. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 actual sample in opened packaging was returned for investigation. Device history record of packaged needle (pn) batch 6354180, catalogue number 381312 and its assembled needle (an) batches 3654004 and 6354002, part number 8083540 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Figure: actual sample. The sample was subjected to visual inspection. Cannula pierced through catheter was observed on the returned sample. Figure: cannula pierced through catheter. The nonconformance sample was challenged at the automated vision inspection system. The system was able to reject the nonconformance and the sample was sent into the reject bin. Figure: screenshot of vision inspection system. Cannula pierced through catheter was observed on the returned sample. Investigation conclusion: the nonconformance could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored.